Event description:
It was reported that the patient experienced a loss of function of the inflatable penile prosthesis due to mechanical failure. The patient was expected to undergo a revision surgery of the device.

Event description:
It was reported that the patient experienced a loss of function of the inflatable penile prosthesis due to mechanical failure. The patient was expected to undergo a revision surgery of the device.